Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips do not close. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws and the floor had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws and the floor occurred. If the jaws are closed over a hard object, the jaws can become damged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.